Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 30 seconds, the balloon was ruptured. The device was removed without any problem. There were no patient complications nor injuries reported and the patient condition was good.